Event description:
Customer reported strip pads coming off.

Manufacturer narrative:
Customer reported they opened a vial of chemistry strips and the strips had pads falling off in the vials. There are no reports that patient results were affected. Customer tec support (cts) sent customer a new set of strips. The reason for loose pads is under investigation.